Manufacturer narrative:
Correction: (B)(4) - communication or transmission issue was missing from initial MDR.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator was in back-up vvi mode. A device download was performed successfully. The patient was stable throughout the procedure.